Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leak from the waste drain. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the waste sump canister. Fse did not replace parts. Fse verified system per established procedure and the instrument operated within specification.